Manufacturer narrative:
The last calibration performed on (B)(6) 2022 failed, with unstable ise alarms. Controls tested on (B)(6) 2022 were outside of the 2 standard deviations range. Upon review of the alarm trace, an ise controller hardware error was observed. The field service engineer determined that tubing at the peristaltic pump failed. The ise tubing and electrode o-rings were replaced. The ise was primed. The customer ran calibration and controls; all results met specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they have been having issues with ise tests on the cobas integra 400 plus. They have been receiving ise unstable flags for calibration and control samples throughout the day. They also had issues with na+ electrode calibration over the past few days. The customer tried replacing the na electrode, electrode o-rings, and system reagents. The customer also rolled the peristaltic pump tubing, cleaned the reference tubing of salt buildup at the top of the system reagent bottle, and ran cleaning maintenance. The customer primed, activated, and initialized the ise test several times. The customer replaced the mix tower due to a priming error and ran a new calibration that failed. During the issue, the customer noted they received discrepant na results for four patient samples. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in a na value of 133.59 mmol/l, which repeated as 142.37 mmol/l. The repeat value was deemed correct. The second patient sample initially resulted in a na value of 129.23 mmol/l, which repeated as 138.03 mmol/l. The repeat value was deemed correct. The third patient sample initially resulted in a na value of 130.71 mmol/l. The sample was repeated twice, resulting in values of 129.66 mmol/l and 135.07 mmol/l. The highest value was deemed correct. The fourth patient sample initially resulted in a na value of 128.65 mmol/l. The sample was repeated twice, resulting in values of 131.14 mmol/l and 135.38 mmol/l. The highest value was deemed correct. The na electrode lot number was 21520668, with an expiration date of 18-nov-2022.